Manufacturer narrative:
Device received no button response (act) due to corroded keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump up and down buttons were not responding. Customer's blood glucose level was 309 mg/dl at the time of incident. Customer stated the button was not unresponsive during an easy bolus attempt. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.